Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The submitted event log file contained multiple alarms associated with controller clock invalid faults as well as left ventricular assist device (lvad) disconnection/ reconnection alarms. Controller clock faults typically occur following loss of all power including the emergency backup battery (ebb) and it appeared that the clock was resynched on 11jan2024. The patient experienced another power cable disconnect and reconnect and another set of log files were submitted for review. The patient was reported to be alert and conscious. The log file captured numerous low flow events on 12jan2024. The low flow data overwritten the data before 0604 on 12jan2024. There were no other unusual events recorded in the log files. Additional information was provided that the patient did not recall the cause of the power cable disconnect and the hospital confirmed that the device functioned properly and the disconnection was not device related. When the patient arrived at the hospital on (B)(6) 2024, the nurse said the pump had already stopped and the controller completely lost power. Although the patient arrived to the hospital alert and conscious, they were found to be brain infracted on the next day. The low flows seen in the log files could be related to the infraction and had resolved since. In addition to the brain infraction, the patient had a slight intracranial hemorrhage. They were conscious but intubated. The heartmate parameters were back to normal. No equipment was replaced to resolve the issue. Related MDR for the controller: 2916596-2024-00510.

Manufacturer narrative:
D4: catalog number corrected. Manufacturer's investigation conclusion: a full battery depletion event resulting in a pump stop was confirmed via the submitted log files. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient outcome, and the events leading up to the patient outcome cannot be conclusively determined through this investigation. The first controller event submitted for review showed the controller clock at the default timestamp with an active controller clock corrupt alarm. The initial onset of the controller clock corrupt alarm was not captured in the log file; however, this alarm is indicative of a total loss of power to the system controller that would have resulted in a pump stop. An additional event that resulted in a total loss of power to the system was captured in the log file and appeared consistent with a full depletion of the external 14v batteries and internal backup battery, resulting in a pump stop. Following this event, the pump resumed operating at the set speed after the system controller was connected to the power module, and the controller again reset to the default timestamp. The controller clock was then set to 11jan2024 at 21:11:17 and the log file ended on 11jan2024 at 22:18:21. Of note, intermittent low flow alarms were captured throughout the log file due to the estimated pump flow being calculated to be below the low flow alarm threshold of 2.5 lpm (liters per minute) for more than 10 seconds. The cause of the low flows could not be determined. The pump appeared to have been operating as intended at the set speed while connected to a proper power source. The final controller event log file contained events on 26jan2024, spanning from 22:44:44 to 23:52:16. Estimated pump flow was recorded at 2.5 lpm to begin the log file. A steady decline in estimated pump flow was recorded over the next 46 minutes, which reached 0.0 lpm. The estimated pump flow briefly increased to 0.8 lpm approximately 2 minutes later. Over the next 8 minutes, the estimated pump flow declined to 0.2 lpm, where it remained for the remainder of the log file. Corresponding decreases in motor power and average pi were captured over the duration of the log file. Low flow alarms were active during this period when the estimated pump flow was captured to be below 2.5 lpm for more than 10 seconds. A specific cause for the change in pump parameters cannot be conclusively determined. No other notable alarms were recorded, and the pump appeared to have been operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, infection, sepsis, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 of the IFU, "system monitor," outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU, "alarms and troubleshooting," outlines all system alarms and the recommended actions associated with them. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. The heartmate 3 lvas patient handbook is currently available. This document also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur, as well as a section on handling emergencies (which includes pump stops). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: 2447-wound infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that log files revealed low flow events on (B)(6) 2024. Over the duration of the file, the pump flow dropped down to 0 lpm. The patient suffered from wound infection and sepsis. They had a stroke on (B)(6) 2024 and passed away. The outcome was not device or therapy related.